Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardiac monitor (icm) was over-sensing due to device migration in the pocket. No interventions were reported. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardiac monitor (icm) was experiencing post sensed t wave over-sensing due to device migration in the pocket. No interventions were reported. The patient was stable.

Manufacturer narrative:
Correction: b5 to include post sense t wave over-sensing.